Manufacturer narrative:
Results of investigation: the vyaire service group received the suspected gas delivery engine (gde). The service engineer cycled the device in the user mode. A physical inspection found no anomalies with the gde. The product manufacturing testing was performed and passed. A run time routine performed for an hour post testing and the reported auto cycling was not duplicated. The failure analysis laboratory concurred with the service assessment and no component level testing was performed. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device/component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved auto cycle issue on startup on this ventilator device. No known patient issue associated with this event.